Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer reloaded the cartridge to resolve the issues. Customer¿s blood glucose level was 98 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.